Manufacturer narrative:
Insulin pump was received with severely damage/cracked and bleeding lcd glass. Unable to verify for excessive no delivery alarm and perform functional check including rewind and basic occlusion, occlusion, prime/delivery, excessive no delivery, displacement, self-test, unexpected restart error test and all operating current measurement due to lcd physically damage. Pump also was received with missing motor housing cap, missing display window, cracked case at display window, cracked reservoir tube lip, cracked battery tube threads, damage/lifted pads on I/b and broken off end cap. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms even after priming. Customer's blood glucose was 600 mg/dl. Customer got frustrated with insulin pump and threw pump across the room causing damage to display screen. Customer was advised that insulin pump would need to be replaced.